Event description:
It was reported that during pre-use check the hcu30 had slow flow patient side, rear fitting leak." The incident occurred during pre-use check so there were no patient involved. (B)(4).

Manufacturer narrative:
A maquet field service technician was on site and investigated the unit in question. The technician found polluted valves which were responsible for the slow flow on the patient side. The technician cleaned all valves and calibrated them. The unit was tested for factory specifications and a safety and functional test was performed successfully. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
(B)(4).